Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint could not be verified. The device did not display a force sensor error while in operation. During evaluation, the audible alarm speaker was found to be working but sounded bad, and was replaced. This is being monitored for trends.

Event description:
The reporter stated that the device had a force sensor error. There was no patient injury or treatment associated with this event. During evaluation it was discovered that the alarm sounded bad.